Event description:
Needle stick happened after IV was successfully placed in patient. Safety device did not cover the needle tip when removing it from the catheter. When the nurse went to discard the sharp, she was stuck by the unprotected needle.